Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least 2 bd 32ga 4mm pro pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding 2-4 needles needed for 1 injection. They clog during injection.